Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was resetting the reservoir and the insulin pump was alarming motor error. His blood glucose was 111 mg/dl about 20 minutes prior of the alarm occurring. Troubleshooting was performed. The device was rewound but the piston wouldn't move back. The device was not exposed to an MRI. He doesn't use the sensor feature and was unable to complete the rewind sequence. He was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.